Event description:
It was reported that during implant interrogation revealed failure to sense on the right ventricular (rv) lead. The physician elected to replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.